Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6)2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock. The patient exhibited retrograde conduction and after the shock an atrial arrhythmia was noted briefly then converted to atrial sense/ventricular sense. The ICD remains in use. No further patient complications have been reported as a result of this event.